Event description:
During routine testing of the device at the service center, the service technician reported that the outer cable was cut. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.